Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, multiple power source alerts occurred after the pump was plugged into a wall outlet. The customer's blood glucose (bg) level was 358 mg/dl. The customer was able to successfully charge the pump after replacing the wall adapter. Reportedly, the customer resolved the occlusion alarm by straightening the infusion tubing and resuming insulin delivery. System check could not be performed as the event occurred in the past.